Manufacturer narrative:
Complaint confirmed, the bridge of the quick connect feature is broken, but did not break off. The bridge could not be measured due to the damage. A likely cause of the event is user-applied mechanical forces.

Event description:
On 12/14/2021, it was reported by a facility representative via sems that an ar-623-t6 tibial prep tray and an ar-623-6 keel punch are broken. This was discovered during a procedure. On (B)(6) 2021.